Event description:
It was reported that the patient presented for normal eri change out. The rv lead exhibited a decrease in sensing and high threshold. The impedance measured in range. The physician elected not to change lead due to poor condition of patient. The patient will be monitored.